Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the infusion fluid leaked at the plunger. Occurred on 2 occasions with this batch number. This occurred on 2 occasions with this batch number. No defects on the syringe were visible before use.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2112063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2112063 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the infusion fluid leaked at the plunger. Occurred on 2 occasions with this batch number. This occurred on 2 occasions with this batch number. No defects on the syringe were visible before use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.